Event description:
The surgeon at the hospital alleged that "he performed a revision surgery because the pt fell and had a dislocation of adm cup."

Manufacturer narrative:
Associated device: 28mm +40 v40 taper vit head, catalog # 62060-5-228, lot # 160792. A supplemental report will be submitted upon completion of the investigation.